Event description:
It was reported that the device had over infusion of calcium gluconate. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: MDR review required?, MDR reviewer, age at time of event, age unit, date of birth, sex, weight, weight unit, date of event, describe event or problem, medical device serial #, concomitant med prod data, initial reporter facility name, device manufacture date, imdrf annex a, b, g, e and f grid, manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19jun2008. The review was performed from the date of manufacture to the present date 07jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had over infusion of calcium gluconate. There was no information on patient involvement.